Event description:
Device malfunction: stent partially deployed. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the physician noticed that a part of the stent was already unfolded. No patient involvement was reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.